Event description:
A 14mm pta balloon was used for final ballooning of the aortic extender, which was placed in the left iliac artery. Following this ballooning, a drop in the pt's pressure was noted and extravasation was evident in the artery. A contralateral leg component was utilized to treat the apparent vascular trauma. The pt was transfused with two units of blood although total blood loss did not exceed one liter.